Manufacturer narrative:
No evaluation possible at this time. The implant has not removed from the patient nor has the identifying lot number been provided. The osseoscrew system (for use with the zodiac spinal fixation system and illico mis posterior fixation system) is intended to restore the integrity of the spinal column even in the absence of fusion for a limited time period in patients with advanced stage tumors involving the thoracic and lumbar spine in whom life expectancy is of insufficient duration to permit achievement of fusion.

Event description:
During a scheduled 9 month follow up appointment on (B)(6) 2021 x-rays discovered a broken osseoscrew. The osseoscrew spinal fixation system was originally implanted on (B)(6) 2020.